Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's therapy was still not helping with their symptoms. They wanted to make adjustments to their implant and was able to change to program 3 at 1.0 volts (v) successfully. They were going to see their healthcare professional (hcp) on the following friday so they were going to address the issue with them. On (B)(6) 2017, they reported that they were at the hcp on (B)(6) 2017 and they changed their program to program 2 at 7.4 v, but it wasn't working. This was the same issue they reported earlier. They tried to put it back to program 3, but couldn't go up any. It was confirmed that, when they changed to program 3, they didn't press the sync button to activate the program which was why they couldn't go up any. They changed to program 4 at 8.5 v and noted that they couldn't get any stimulation on that program so they knew it wouldn't work. They successfully changed to program 3 and increased to 1.3 v and felt stimulation comfortably.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working anymore. Patient was going to the bathroom and could not make it all the time to the restroom. Patient was on program 2 and increased to 6.2 volts. It was noted that the patient was feeling stimulation in their right buttocks and thought they felt where the leads were. No further complications were reported.